Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.50 x 12mm synergy? Xd drug-eluting stent was advanced for treatment. During manipulation, the stent was pushed and pulled through a previously stented segment of the lad, where it subsequently became stripped from the delivery system. The stent could not be located, even after a full-body fluoroscopic scan. The procedure was completed using an alternate device, and the patient was discharged without complications.